Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with two reservoirs. One reservoir would not lock into place. Another reservoir had issues with air bubbles. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the air bubbles anomaly. The air bubbles were reported as being smaller than the size of champagne bubbles. The customer confirmed that the insulin pump was not rewound with the reservoir in place and that the insulin was stored at room temperature. No products were returned for analysis and a replacement reservoir was shipped to the customer.